Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found coupler is damaged, it's hard to rotate. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, there is no image on the hd autoclavable camera head. There were no reports of patient harm.